Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a loss of external power event while connected to the mobile power unit (mpu). The low voltage hazard events seen are the result of the mpu suddenly losing power. The system controller did switch appropriately to the emergency backup battery (ebb) when external power is lost. These events appeared to resolve once external power was completely restored. No abnormal system controller alarms or pump faults were seen in the log files. The pump appeared to be operating as intended.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of low voltage and no external power alarms while the controller was connected to the mobile power unit (mpu) (serial number unknown) was confirmed via log file analysis. Review of the log files revealed on (B)(6) 2025, low voltage and no external power alarms activated due to a loss of alternating current (ac) power while connected to the mpu. The event resolved when external power was restored to the mpu. The backup battery supported the system as intended during the loss of external power. Pump operation was not affected. The mpu was not returned for analysis. Attempts to obtain additional event information were made, but no response has been obtained. The root cause for the loss of ac power was unable to be determined through this investigation. No lot or serial number for the mobile power unit was provided by the customer to perform a device history record review. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.